Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg and that the ipg was shutting off randomly. Database analysis revealed that the charge profile shows signs of poor charger to ipg coupling. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.